Manufacturer narrative:
It was reported that the patient experienced a disconnection of both power sources and that the controller failed to sound the "no power" alarm. Two controllers ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. The pump was not returned. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. A review of the manufacturing documentation for (B)(4) revealed that the unit was reworked due to a failed leak test on power port one (1). The power port connector was reworked and met all requirements for release. Log file analysis revealed that the primary controller during the reported event was controller (B)(4). Review of the data file revealed that the last data point was recorded on (B)(6) 2016 at 00:11:41. Review of the event files revealed that a controller power up and motor start event occurred on (B)(6) 2016 at 22:56:33 and 22:56:40; respectively. The data point (22:42:12) prior to the controller power up event revealed that only battery (B)(4) was connected to power port one (1) with 96% rsoc. A controller ac adapter was previously connected to power port two (2). The data point after the controller power up event revealed that a controller ac adapter was connected to power port one (1) and battery (B)(4) was connected to power port two (2) with 95% rsoc. No alarms or fault statuses were recorded in the log files prior to the loss of power. The maximum pump off time was 14 minutes and 21 seconds. Controller (B)(4) was most likely exchanged on (B)(6) 2016 after the last data point was recorded, 00:11:41. Log file analysis pertaining to controller (B)(4) revealed that the controller initially had the date reset to year 2000. The last date prior to the reset was recorded on (B)(6) 2016. This suggests that the controller was the backup controller and was likely not connected to an external power source for extended period, depleting the real-time clock. The controller was in use with the date reset for 9 hours and 48 minutes before the date and time was set ((B)(6) 2016 at 09:57:33). This indicates that the controller was in use since approximately 00:09 (12:09 am). A ventricular assist device (vad) disconnect alarm was logged when the controller was powered up. No other alarms were logged. The lack of flows and waveform reported were likely the result of the time and date that was reset to year 2000, or zero. Analysis of the batteries revealed that units passed visual inspection and functional testing. Analysis of (B)(4) revealed that the unit met specification. During log file analysis, it was noted that the real-time clock was reset to 2000. The controller was received with the correct date and time. The real-time clock finding suggests that the controller was a backup controller that was not connected to an external power source for an extended period of time, depleting the real-time clock battery. Analysis of (B)(4) revealed that the controller passed functional testing but failed visual inspection due to a loose power port one (1) connector, loose serial port connector and a missing serial port data cap. These findings are not related to the reported event. The missing serial port data cap is likely due to the handling of the unit. The no power alarm triggered when both power sources were disconnected from the controller. Additional testing was performed and involved exposing the controller to temperatures around 50-degree c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Analysis of the controller revealed the "no power" alarm functioned as expected.  The most likely root cause of the reported lack of flows and waveform were likely the result of the time and date that was reset to year 2000, or zero, on (B)(4). The reset was likely due to an extended period of time where the controller was not connected to an external power source, depleting the real-time clock battery. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. (B)(4)- controller; (B)(4); device available for eval: yes; device eval by MFR: yes; device MFR date: 21feb2015; labeled for single use: yes; (B)(4); remedial action initiated: notification; correction/removal reporting number: z-0005-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # (B)(4), catalog #: 1403us, exp. Date: 2-29-2016, mfg. Date: 02-01-2015. (B)(4). Device remains implanted.

Event description:
It was reported by the clinical specialist that while hospitalized for an unrelated event, this patient was noted to be in ventricular fibrillation rhythm on the telemetry monitor. The medical staff immediately called a code, defibrillated the patient, and start chest compressions while waiting for help. No waveforms were noted on the manufacturer monitor screen. Hospital staff reported that they could not "recall if there were numbers present" prior. At some point, the nurse noticed that the controller was not connected to any power sources and immediately reconnected power. Pump parameters populated on the monitor screen and the patient returned to a paced rhythm. Once the patient was somewhat stabilized, the controller and "module" were changed out. Later that evening, hospital staff noted waveform troughs was greater than 4 and peaks were at 6. Pump flows, speed, and power were documented every hour and alarm history was reviewed. The vad coordinator noted that there was no record of any alarms since (B)(6) 2016. Additional review indicated that there was no flow or power to the pump until 15 minutes prior; however, the vad coordinator witnessed flows and waveforms on the monitor screen, and while auscultating the device and listening for the patient's heart lung and sounds. Hospital staff denied hearing any alarms that would have signaled a disconnect of power. Hospital staff also stated that the patient's sliding glass door remained open and was never shut. Log files were sent which confirmed three vad disconnect alarms on (B)(6) 2016. Information received by the clinical specialist on october 10, 2016 indicated that care was withdrawn and the patient expired on (B)(6) 2016. Cause of death was determined to be cardiac arrest. The clinical specialist indicated that "there was a double power disconnect prior with a pump off time of up to 14 minutes and no audible alarm with the double power disconnect. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Replacing previously submitted fdr and fdc codes for main device. They belong to a secondary device reported below. Other devices involved in this event: controller / (B)(4). FDA results code(s): 180, 3252. FDA conclusion code(s): 12, 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.